Event description:
There was no patient involved in this event. This device malfunctioned because the device would not power-on. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on 13th august 2008 with the device failing an auto self test due to a low battery. On 14th august 2008 there are several successful manual self tests recorded. On (B)(6) 2011, the device fails again for a low battery. On (B)(6) 2012, the device failed a self test during a manual power on due to capacitor voltage followed by a further 3 fails. Inspection of the device found the device had suffered extreme corrosion on all external and internal metal parts including the gold plate parts. Observable tide marks were noted on the inside of the device enclosure. All components on the printed circuit board were found to be covered in a white corrosive layer. The device was found to be inoperable. The problem with the device was attributed to the +ve terminal pogo-pin stuck inside the device due to heavy corrosion. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.